Event description:
During implantation of a trapease filter in the ivc, the proximal marker band of the visease dilator came off in the ivc and migrated to the tricuspid valve of the heart. The access site was femoral, and the pt had a history of pe along with other hlth-related issues. The physician had advanced the sheath introducer tip to the desired location in the ivc and removed the guidewire and visease dilator and then implanted the filter without complication. He then noticed a small "ring" in the ivc on fluoro, which was the dislodged proximal marker band of the visease dilator. The ring began to migrate cephaladad, and is now lodged in the tricuspid valve of the pt's right atrium. The pt is said to be doing fine, with no adverse sequelae from the dislodged marker band. The prod is being held by the hospital's qa group at this time, and it is unk if it will be returned for analysis. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg qual plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg qual plan as well.